Manufacturer narrative:
A visual examination of the returned device found the side car-rx presented pushback out of specification. The handle cannula was not detached, and the basket tip was not returned. The wire basket/wire assembly had been removed from the coil and handle assemblies. The wire assembly was broken and a section at the proximal end was not returned. The broken end of the distal wire assembly appears to have been made with a sharp tool and was also found kinked near the break. During the evaluation, the device was disassembled by removing the heat shrink and revealing the proximal end of the broken wire. The pull wire was found to have broken near the distal end of the handle cannula. The end of the fractured pull wire presented evidence to indicate that the pull wire was subjected to tension. The evaluation concluded that during the procedure manipulation of the device and interaction with the scope or other devices most likely contributed to the failures found. It cannot be determined precisely how the pull wire failed. Stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Therefore, the most probable root cause of this is ¿operational context¿, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during procedure, an alliance handle was used in conjunction with the trapezoid to crush the stone. However, the handle cannula detached leaving the stone trapped inside the basket. The basket with the stone was retrieved using an emergency gravel handle. The were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during procedure, an alliance handle was used in conjunction with the trapezoid to crush the stone. However, the handle cannula detached leaving the stone trapped inside the basket. The basket with the stone was retrieved using an emergency gravel handle. The were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.